Manufacturer narrative:
The peritonitis occurred on an unspecified date in (b)(6 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the event was reported to be due to fungus. Although fungus is the causative agent that led to the infection, the source of the fungus was not reported. No additional clarification or information is available; therefore, the cause of this event will be assessed as unknown. The patient was hospitalized for the event. The patient was treated with an unspecified drug infusion for the event (no further information) and has recovered. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.